Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device history lot: a manufacturing record evaluation was performed for the finished device mic4032; rgbcwbq0 number, and no non-conformances were identified. Manufacturing date: 06.21.2021; expiration date: 11.30.2026.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide procedure date? (B)(6) 2021. Please provide lot number rg8cw8q0. Please confirm the total quantity of devices presenting this issue. 12. When does this issue occurred, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op). Intra op. Please provide the return status of the device(s) 3 will return. Events reported via: 2210968-2021-12315, 2210968-2021-12317, 2210968-2021-12318, 2210968-2021-12319, 2210968-2021-12320, 2210968-2021-12321, 2210968-2021-12322, 2210968-2021-12323, 2210968-2021-12324, 2210968-2021-12325 and 2210968-2021-12326. 2210968-2021-123128.

Event description:
It was reported that a patient underwent lap adrenalectomy procedure on (B)(6) 2021 and clips suture were used. During the procedure, the clips do not hold in the jaws of the clip appliers and therefore often fall out or cannot be removed correctly from the clip bank. No adverse patient consequences were reported. Additional information was requested.